Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed to resurface the patella on (B)(6) 2011 due to patella pain. The surgeon noted laxity of the ligaments and decided to exchange the tibial bearing to a slightly increased size. No further information has been provided to date.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed to resurface the patella on (B)(6) 2011 due to patella pain. The surgeon noted laxity of the ligaments and decided to exchange the tibial bearing to a slightly increased size. No further information has been provided to date.